Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, 13 months post deployment of a 29mm sapien 3 valve in the native mitral position, the valve was failing. The failure mode was reported to be paravalvular leak (pvl). A new 29mm sapien 3 valve was successfully deployed in the existing valve during a valve in valve procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, the complaint for 'post-implantation - paravalvular leak' was unable to be confirmed due to unavailability of relevant imagery/medical record. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, '13 months post deployment of a 29mm sapien 3 valve in the native mitral position, the valve was failing. The failure mode was reported to be paravalvular leak (pvl).' In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definite root cause could not be determined, investigation results suggest in addition to the mechanisms listed above, implant of the valve in the native mitral valve may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.